Event description:
It was reported by service report that there was a bent power prong on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.